Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 12-jul-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 1000 mcg/ml fentanyl at 500 mcg/day, 14 mg/ml bupivacaine at 7 mg/ml, and 100 mcg/ml baclofen at 50 mcg/day via an implantable pump for failed back surgery syndrome and spinal pain. It was reported that the patient had a cerebrospinal fluid (csf) leak in their back. The date and cause were unknown. The intrathecal catheter spinal segment was replaced and no leak was found. It was unknown what diagnostics or troubleshooting were performed. The issue was considered to be resolved and the patient's status was "alive - no injury". No further issues were reported or anticipated.